Manufacturer narrative:
The sample was not returned for evaluation however a photo sample was received. During visual evaluation of the photo received a cuff roll was noted on the balloon. The device history record was reviewed and found that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample received.

Event description:
It was reported that the removal of the catheter caused the patient pain. The complainant alleged that the patient had to be given a sedative for the catheter to be removed. It was reported that upon removal it was noted that there was a ridge around the balloon of the catheter.